Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The increased rv threshold was noted since november 2024 to august 2025 with no insulation damage observed. The rv lead was capped on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the high threshold issue was discovered during an in-person device check. No loss of capture was noted.